Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal noisy signals and undersensing on the pacing system analyzer (psa) when the lead was attempted to be implanted. The lead exhibited the same behavior when the lead was repositioned several times and taken out. Another lead was implanted in the attempted lead's place successfully with no issues. The attempted lead is expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal noisy signals and undersensing on the pacing system analyzer (psa) when the lead was attempted to be implanted. The lead exhibited the same behavior when the lead was repositioned several times and taken out. Another lead was implanted in the attempted lead's place successfully with no issues. The attempted lead is expected to be returned. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.